Event description:
On 10/26/06, nellcor received a report of two occurrences where it was claimed that the pilot balloon detached from device while in use on a pt. Replacement of the tubes was required.

Manufacturer narrative:
Investigation of this report is currently in progress.